Event description:
The customer reported her blood glucose reached 480 mg/dl 5 hours after the pod was activated. She stated the needle failed to deploy the cannula into the infusion site.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.